Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -10.5/1.0/174 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (b)6) 2022. The patient experienced excessive vaulting. On (B)(6) 2022 the lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).